Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time or date to factory default due to c13 voltage leak at interface board. Unit passed the self-test and displacement test. No unexpected a17 alarm or empty reservoir alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump experienced multiple pump error alarm. The blood glucose level was 118 mg/dl. The customer reported that alarm occurred shortly after inserting a new battery. The customer was advised to remove the current battery from the insulin pump and insert a new battery and insulin pump alarmed pump error. The troubleshooting was performed. The customer was assisted in performing a self test and the test was passed. The insulin pump will be returned for analysis.